Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter came in from playing outside and received a motor error alarm on the insulin pump. Customer's blood glucose was over 400 mg/dl. Customer forgot her lunch. Caller stated that the drive support cap appears normal. Caller was assisted in clearing the alarm and performing the pump rewind. Caller was able to rewind and was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.